Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 22, 2026, senseonics was made aware of a user's hyperglycemia event. The event was confirmed by fingerstick blood glucose readings of 356 mg/dl at 3:45 pm CT and 303 mg/dl at 6:07 pm CT. At both times, no sensor glucose (sg) values were available because the system was still in the initialization phase and the user had not completed the required calibrations, which was confirmed in the date management system. As a result, no high glucose alerts were triggered, which was an expected system behavior. There was no device malfunction involved, thus no further investigation was required. The user did not seek medical treatment and managed the event independently by administering insulin. Their healthcare provider was not informed, and the user was advised to follow up for further guidance. The system is currently functioning with up-to-date information.